Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the left ventricular lead exhibited high, out-of-range impedance. The patient presented for a procedure. During the procedure, when the physician pulled the connector pin out of the header to examine the high impedance problem, it was noticed that the cable was also pulled out of the lead. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to as received procedural damage to the lead. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that connector pin and inner coil were pulled out of the connector assembly consistent with procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Abbott is continuing to monitor this issue.